Event description:
It was reported that intermittent occlusion alarms occurred. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Customer changed supplies to address the issue and resumed insulin delivery.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.